Manufacturer narrative:
No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm (line number 213 file number 30) and pump error 4 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with the multiple insulin pump errors and insulin pump stopped working. The patient¿s blood glucose level was unknown at the time of the incident. Customer just ate and when delivering the bolus the pump got the error. The customer also stated that, the insulin pump was not delivering and asks her to rewind. The device is expected to be returned for analysis.